Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the device was implanted, the device could not be paired with patient's phone and the magnet in the hospital. The patient will be brought into clinic for an attempt to pair the device. The patient was stable.